Event description:
During a coronary artery drug eluting stenting treatment procedure a stent embolization occurred. The target lesion was located in the mid right coronary artery (rca) showing calification and 80% stenosis. The physician attempted to pass a 3.00x20mm taxus the physician attempted ot pass a 3.00x20mm taxus express2 drug eluting stent to the lesion but wa unable to do so due to the calcium. Upon pulling back at the sheath, the stent came off of the balloon inside of the pt. Upon examination under fluoro, the free stent appeared to have come off in the iliac in a stable location. No intervention was performed to remove the stent. The procedure was completed with another 3.5x20 mm taxus stent. There were no pt complications and the pt was reported in good condition.